Manufacturer narrative:
Based on the information currently provided, the cause of the reported product issue remains unknown; however, it is suspected that a suture or stapler was present along the intended firing path of the stapler/reload. As of the date of this report, the stapler reload has not been received for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted and revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The sureform 60 stapler instrument (part# 480460-09, lot# l91200511-0136) logs show that the instrument fired 7 reloads (3 green, 2 blue, 2 white). All firings were completed per the logs. Firings #1 (green), 5 (white), and 6 (white) had 1 pause for compression, all others were completed without pausing. There were no incomplete clamps in the procedure. Isi received a video clip related of the alleged event. A review of the video clip was conducted by the isi clinical development engineering (cde) team and the following observations were provided: the first video shows the stapler clamped onto a small bite of tissue for the enterotomy closure. The video stops just as some movement of the tissue began, so the cde team could not see as much dragging as was described in the complaint. The second video shows the stapler unclamping and releasing the tissue. There is only a small amount of tissue excised due to the small bite, so there were a lot of staples left behind on the line. There is some oozing observed at the distal end of the staple line and more tissue is peeled off with the needle driver by pulling on the suture that was placed. This complaint is being reported due to the following conclusion: during a da vinci-assisted unspecified bariatric revision procedure, it was alleged that the staple line was incomplete after a blue sureform 60 reload was fired with a sureform 60 stapler instrument. The tissue was dragged and not cut during the firing process. The staple line had to be over-sewn as a result of the reported issue. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted unspecified bariatric revision procedure, the tissue was dragged and not cut while a blue sureform 60 reload was fired with a sureform 60 stapler instrument. The surgeon wished there was a way to stop the firing sequence. The surgeon had to over-sew the staple line as a result of the reported issue. On 08-feb-2021, intuitive surgical, inc. (Isi), obtained the following information about the complaint from the initial reporter: the isi clinical sales representative (csr) stated that the surgeon was concerned more about the functionality to be able to stop the staple firing sequence than the issue itself. The issue resulted in a hole that had to be handsewn where the tissue was dragged during the jj common enterotomy closure. The surgeon also believed, there was a suture or a staple ahead of the blade that could have caused the issue to occur. There was no issue clamping down or initiating the fire. There was no other information that was available other than the video provided. The patient was reported to have had no complications.